Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of necrosis and vascular occlusion are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the upper lips with a hyaluronic acid (unspecified dermal filler). Instantly, the patient experienced ¿pain,¿ and while the lips was being massaged, ¿it hurt a lot.¿ the patient was sent home with unspecified medication but continued to be in ¿unbearable pain.¿ the patient called the injector and was informed that there ¿had been a complication during the procedure.¿ a few days later, the patient noted that the nose as ¿looking strange¿ and went to a dermatologist who stated that ¿part of the nose had become ¿mummified¿ due to lack of blood supply.¿ the patient reported that ¿part of the nose fell off after becoming mummified.¿ after an emergency treatment, part of the lip was recovered but the patient ¿was in so much pain, [they] felt suicidal.¿ the patient will have surgery to remove cartilage behind the ear to put on the wing of the nose and from the cheek be able to cover the flap. The patient reported daily ¿crying fits¿ due to the events. The event is ongoing.